Manufacturer narrative:
Evaluation completed. One 20 ga vitrectomy cutter was returned in a plastic (B)(4) bag. One bl5220w pack label from lot v6674 was returned with the cutter. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was not centered with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. However, the connection that is approximately 10 inches from the back of the cutter was loose. After re-tightening the connection, a functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and blocking the port window, preventing cutting and aspiration.

Event description:
During the procedure when the cut rate increased the cutting action stopped, but the aspiration did not. They opened a backup and continued with no other issue. No medical intervention required.